Manufacturer narrative:
The crystalens remains implanted in the patient's eye. Therefore, it is not available for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
Consumer reported that she had a crystalens implanted in her left eye. Two days post-operatively, she was experiencing glare. Visual acuity (va) was reported 20/20 then approximately two weeks later her vision decreased. According to the consumer, the doctor repositioned the lens and performed a yag procedure. Thereafter, vision improved.